Event description:
It was reported that pump displayed a cartridge change error while customer was attempting to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, followed instructions to inspect pump and cartridge, and completed escalated troubleshooting where support identified that customer was not performing air removal step; support then guided customer through proper cartridge filling, resolved cartridge change error, and arranged replacement of four cartridges with expedited shipping since customer had run out of cartridges.